Event description:
It was reported that the patient received an inappropriate high voltage shock for atrial fibrillation with rapid ventricular response. A discrepancy in the number of morphology template matches was observed. A template update was performed. Patient condition was stable. Routine follow-up will continue.